Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat supraventricular tachycardia using a farawave pfa catheter ablations were made in the right atrium and the patient's sa node was impacted. "The patient went asystole" and the patient was then paced but sinus rhythm was not recovered. Chest compressions were then performed at the patient recovered. During the procedure av node ablations were also performed. Following the procedure a pacemaker was implanted and the patient's last reported status was 'stable'.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.